Event description:
Hindsight symptoms may have started 2009 but I did not put everything together until this when it was suggested to me by a doctor of breast implant illness: bilateral breast pain, chronic severe left flank pain, chronic severe abdominal distention chronic severe bloating, chronic severe cough, bronchitis, severe pelvic floor drop, paralysis; extreme weight gain / 70-80 lbs, urine incontinence, clear fecal leakage, discharge, chronic utis, chronic tinnitus, chronic fatigue, zero libido; chronic inflammation, chronic muscle pain and weakness, dx fibromyalgia, cfs, neuropathy, etc. Fatty liver disease; non alcoholic hair growth, hair loss, hair color changes, gerd / endoscope, chronic frontal headaches, severe brain fog, memory loss, left eye vision decreased, 4.0 to 9.0 chronic low back / hip pain left leg numbness, pain; gait change, chronic body odor; like sawdust multiple vertigo episodes to ER, poor skin healing, emergency appendectomy, sleep apnea; CPAP required; chronic skin lesions, sores, unusual hair growth, and hair loss, bad breathe, metallic taste, thirst, multiple cavities, premature aging, wrinkles chest pains, anxiety depression, suicide attempt 2011. You may review my entire medical record, and I will donate my body to you for autopsy when I die because I am dying a slow death. I have an explant schedule on (B)(6) 2022 with dr (B)(6). Please ask him for en bloc full capsulectomy and you can have everything for research to prevent other woman from being gas lighted by old school medical personnel. FDA safety report ID # (B)(4).